Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to interrogate the implantable pulse generator (ipg). It was noted that the magnet pacing rate was higher than it was programmed. The ipg remains in use. No patient complications have been reported as a result of this event.